Manufacturer narrative:
The complaint is not confirmed. No pressure or flowrate discrepancies were observed. The unit passed all bench tests during the evaluation.

Event description:
It was reported during a knee scope the pump was lacking pressure and flow. It was replaced it and the case was completed with no further issues.